Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who underwent unknown spinal therapy for pseudoarthrosis of vertebral fracture. It was reported that the end cap did not fit onto cage, so the end cap was hit with a hammer. No further complications or symptoms were reported. Additional information was received via manufacturer representative that the centerpiece and the end cap were not engaged. The reported products were not broken and both came in contact with the patient.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.